Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the exhalation filter to address and correct this reported event. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the extended self-test (est) and short self-test (sst) have failed - this was further clarified from due diligence as a failed heated exhalation filter test during the est, as exhibited by diagnostic code (3127) heated filter back pressure out of range. There was no patient involvement.